Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump had a no delivery alarm and had a high blood glucose event. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and no form of treatment was reported. Customer's spouse declined high blood glucose troubleshooting. Customer's blood glucose reading was 360 mg/dl at the time of call. The customer¿s spouse stated that the insulin pump alarmed no delivery followed by a motor error alarm. Customer's spouse stated that a no delivery alarm occurred at 3.55 unit of insulin during manual prime. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No motor error alarm or excessive no delivery alarm during testing noted. Motor passed motor test. Insulin pump had cracked reservoir tube lip and minor scratched display window.